Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse upgraded the software to the current revision. The ventilator was run on a test lung by the hospital staff for 48 hours with no re-occurrence of error codes. (B)(4).

Event description:
Covidien received information stating that while in use on a patient an 840 ventilator shut down. The patient was removed from the unit, and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.